Event description:
It was reported that a lead helix failed to retract. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.